Event description:
It was reported that there was a poly exchanged due to painful knee. The surgeon suspected infection.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding unspecified revision surgery involving a triathlon insert was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Device history review indicated that there have been no reported discrepancies for the referenced lot. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a poly exchanged due to painful knee. The surgeon suspected infection.